Manufacturer narrative:
Implant regio 15 fractured. Construction was a bridge placed on two implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.